Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the conical tip detached while turning the clutch nut knob on the uniport plus. No further information or patient complications were reported.